Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured as the balloon was being inflated at 10 atm with contrast leaking into the coronary artery. The procedure was completed by postdilating with another 3x15 balloon. No patient complications were reported. The patient's current condition is stable. No additional information is available. You are receiving this MDR report from abbott vascular as (B)(4) promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B)(4).